Manufacturer narrative:
Correction: in the initial report the code 4581 for unplanned vitrectomy was not necessary as it was coded under the health effect - impact code of 4624. Additional information: after follow up with it was reported on march 9, 2022 that the reason for the vitrectomy was that patient experienced a posterior capsule tear. H6 - health effect - clinical code for capsule tear.

Manufacturer narrative:
Correction: it was initially reported the code of 4581 for the bubble of gas that form behind the lens however, upon review of the file code 4580 should have been submitted.

Manufacturer narrative:
Email is unknown as it was not provided. (B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings, and operational errors. The review of the device history record (DHR) for catalys-u laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint.

Event description:
It was reported that during the catalys laser procedure on the patient's right eye (od), the patient had a dense lens, and during hydrodissection a bubble of gas was behind the lens. A vitrectomy was performed. No further information was provided.